Manufacturer narrative:
Medtronic received additional information that cartridge used was lot#230628144 normal act control lot#229543879 and abnormal act control lot#230945225.liquid quality controls (qcs) are performed weekly. There was no error code observed, liquid qc was repeated a few times and kept failing on one machine but not the other hms. The control values obtained were act abnormal: 288sec; 384secs;114se cs;346secs;312secs;100secs and act normal:114secs; 100secs. None of these values were used for a case. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Device evaluation summary: the reported failing liquid qc issue was verified during service. Service technician spoke with perfusion and asked them to run the eqc and an empty hdr cartridge. Customer reported back that the unit passed eqc but produced an error of ¿cartridge not recognized¿ when running an empty hdr cartridge. The issue was resolved by cleaning the fluid spill found on the top right side of the heat block obscuring the light path of cartridge reading sensors. Cleaned top of heat block to correct problems with cartridge identification. Ran an hdr cartridge and eqc without error. Preventive maintenance was performed as per specification. The instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this hms plus instrument had failed the act liquid qc test. Use of instrument was unspecified. There was no adverse patient effect reported with this event.